Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient presented to the emergency room (ER) with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose level exceeded 600 mg/dl while wearing the pod between 24 and 36 hours. The patient reported that the pod was leaking during wear. Symptoms reported include hyperglycemia, extreme lethargy, excessive thirst, frequent urination, and brain fog. Treatment in the ER consisted of intravenous fluids and insulin. The patient was discharged on the same day. The pod was reportedly discarded by the patient and was not available for evaluation.